Event description:
The customer reported that a male with acute renal failure expired 2 hours after terminating cvvhdf treatment on a prismaflex machine. The pt had been made dnr at the request of the family and his death was not unexpected. The hosp does not have any evidence of any device malfunction prior to the decision to terminate treatment.